Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The reported device was received for evaluation; event was confirmed during testing. Evaluation found paint was chipped off and a lack of lubrication within the bearings. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes "1" malfunction event, in which the device overheated and disassembled. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055.

Event description:
This report summarizes 1 malfunction event, in which the device overheated and had chipped paint. There was no patient involvement; no patient impact.